Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced recurrent stress urinary incontinence, frequency, urgency, chronic interstitial cystitis, urge incontinence, mild anterior wall tenderness, whitish vaginal discharge, occasional leaking with full bladder, mild suprapubic discomfort, pain, urinary problems, bowel problems, vaginal scarring, dyspareunia, neuromuscular problems, yeast infection and loss of consortium. An excision for the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.